Event description:
The sales advised that during prep, the account noticed that the product had a hole distal to the balloon. The product was not used in the patient and will be returned.

Manufacturer narrative:
This product is not available for testing and evaluation. Additional information will not be forthcoming. During prep of the cypher stent delivery system, the account noticed that the product had a hole distal to the balloon. Accordingly, the product was not used in the patient. Additional information was requested but has not been forthcoming. In addition, the product was not returned for analysis. Based on the limited information, it is not possible to determine the exact cause of this event or to identify what factors may have contributed. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance.